Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. However, device history record review was requested to review manufacturing records. Investigation summary: one hickman d/l catheter was returned for evaluation. Functional, gross visual and microscopic visual were performed. The investigation is confirmed for the reported catheter hole, as a four different splits were noted just distal to the white luer. One electronic photo was provided for review. The investigation is confirmed for reported catheter hole, as a hole was noted on the white lumen. Based on the photo evaluation the reported catheter hole can be confirmed. Based upon the available information, the definitive root cause could not be determined labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 04/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during the procedure, the catheter allegedly had a hole. The procedure was completed using another device. There was no reported patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 04/2024).

Event description:
It was reported that prior to the procedure, the catheter allegedly had a hole. The procedure was completed using another device. There was no reported patient contact.